Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the programmer/controller button was nonfunctional and would not allow the patient to turn stimulation on. Patient confirmed that they are able to sync with their ins but can't turn stimulation on using programmer. Ins was fully charged. It was confirmed that ins was on but navigation buttons are unresponsive. The patient reported that a local manufacturer representative used their programmer to ensure that their therapy was off for unrelated medical procedure; however when the patient returned home and charged the ins the patient went to turn the ins back on using their recharger and was only feeling stimulation in their right leg instead of both legs. Patient confirmed the group setting was the same but was unsure if manufacturer representative changed stimulation parameters. No further complications reported and/or anticipated at this time.